Event description:
It was reported that during a photoselective vaporization of the prostate procedure, forward firing occurred. The procedure was completed using a second device and there were no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, forward firing occurred. The procedure was completed using a second device and there were no patient complications. It was noted that the fiber tip was not cleaned during the procedure.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the forward firing event. Analysis identified a distal circumferential fracture. A distal circumferential fracture has the potential for forward firing. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the distal circumferential fracture. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified distal circumferential fracture.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, forward firing occurred. The procedure was completed using a second device and there were no patient complications. It was noted that the fiber tip was not cleaned during the procedure.